Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via (B)(6) comment regarding watchman, "my husband has one and is losing a lot of blood".